Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they did not hear beeps when audio volume settings were saved. Troubleshooting was performed. It was reported that the customer performed self test and was failed the customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in insulin pump history. (B)(4).